Event description:
It was reported that stent damage occurred. Following pre-dilatation, residual stenosis was 25%. A 3.50 x 38mm synergy xd drug eluting stent was then advanced for treatment in the calcified lesion. However, the device was unable to cross the lesion and the stent part was found to be deformed outside the body. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
(B)(6).